Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and wires showing through upper hinge. Front panel damaged. Replaced hinge covers front bezel and bent frame. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
N/a.

Event description:
It was reported that prior to use on patient, the cardiosave intra-aortic balloon pump (iabp) wires exposed on the right-side hinge of the control module. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.